Event description:
Country of complaint: (B)(6). According to the incident report, a broken ceramic joint head gave rise to revision to new hip prosthesis. It is stated that the incident date is (B)(6) 2005, but this might be the initial implant date.

Manufacturer narrative:
PMA/510(k): k081973, k083495. Us reporting agent notified on (B)(4) 2013. Manufacturing site evaluation: no product received for a detailed investigation. The complained ball head was part of shop order (B)(4). Protocols and acceptance certificate were reviewed. The quality documents show that the values obtained on the ball head were according to the specification valid at the time of production. The ball head properties and the microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to a lack of ceramic parts further investigations can not be done.